Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a patient ¿three delayed onset filler granulomas¿, ¿very disfiguring¿ and "developed delayed onset granulomas several months after injections" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported the event of a patient was injected with one syringe of juvéderm volbella® xc in the lips, one syringe of juvéderm vollure¿ xc in the nasolabial folds and lower face, and one syringe of juvéderm voluma® xc in the cheeks, and approximately 6 months later, the patient developed "three delayed onset filler granulomas" in the subcutaneous upper lip and below the nose. Healthcare professional confirmed this was "diagnosed clinically," and there was no biopsy administered. One (1) week after onset, the patient was prescribed ciprofloxacin, efudex, and received a kenalog injection. Healthcare professional stated the event was "not technically a serious injury but very disfiguring." The allergan packaged needle was used and this was confirmed the initial use of the syringes. The symptoms are currently ongoing. This event was also reported to the FDA in voluntary medwatch # mw5076144. This record represents the juvéderm vollure¿. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00520 ((B)(4)) and MDR ID# 3005113652-2018-00522 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.